Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl, while wearing the pod between 24 and 36 hours on the hip/buttocks area. Upon removal, it was noticed that the cannula had dislodged from the infusion site and was bent. Hyperglycemia treated by applying a new pod and bolus.

Manufacturer narrative:
The received device had the cannula assembly deployed. The pod generated an 0x33 alarm. The device could not connect to a master pdm without using an external power source; a 5u test bolus could not be attempted. The batteries were found to have sufficient voltage, and no damages were observed to the pcb assembly. A root cause for the hazard alarm could not be determined. The cannula measured the correct full length according to specification, although the exposed portion of the soft cannula was found to be bent. It could not be determined when this damage occurred, or if the damage contributed to the reported dislodged cannula. A leak test found no leaks or tears in the fluid path. A root cause for the reported dislodged cannula could not be determined. No other defects or deficiencies were found during the investigation.